Event description:
The customer stated that their acuity wireless communications were down. This resulted in the loss of ability to centrally monitor patients. There was no patient harm associated with this reported problem.

Manufacturer narrative:
The device is an installed centralized patient monitoring system that utilizes a sun microsystems central processing unit (cpu) and related computer network peripherals, including (B)(4) wireless ap controllers. The device receives, analyzes and displays patient vital signs data from multiple bedside multifunctional patient monitoring devices through either wired or wireless connections. Welch allyn technical support instructed the customer to power cycle both switches and the (B)(4) controller. This restored wireless connectivity. However, three hours later, acuity lost wireless connectivity again. Welch allyn tech support remotely logged into the (B)(4) controller, and it showed all access points (aps) were down. Subsequently, tech support logged-in remotely to the (B)(4) controller and found all the access points were up, which would restore wireless connectivity. It is unknown why the wireless access points went down. The site is being monitored to ensure normal operation. No subsequent call has been received from the customer. The customer is not returning the device for evaluation. Method: remote evaluation. Results: rebooted system.